Event description:
Allegedly, the t-handle broke.

Manufacturer narrative:
This is a reportable product malfunction not at a user facility. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. No serious injury occurred; therefore, no user facility or pt information is applicable.